Event description:
It was reported that no flow and death occurred. The target lesion located in the left circumflex (lcx) artery was predilated with a 3.25 x 10 balloon. The physician then deployed a 3.50 x 24 promus elite drug eluting stent. Unfortunately, there was no flow. The patient died on the table.